Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No further adverse patient effects were reported

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for evaluation.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis has not been performed yet. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for evaluation.